Manufacturer narrative:
After the return of the device catalog # the product reported in MFR#: 2243072-2021-02505 has been determined to be exempt. The product is a device manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. As a result MFR#: 2243072-2021-02505 is null and void.

Event description:
It was reported that the alaris¿ vp series dehp free burette set leaked from a tear in the line during use. The following information was provided by the initial reporter: "whilst I was on leave there has been a similar incident " "giving set found to have a small tear in the line near to the orange clip that inserts into the pump no injury".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set leaked from a tear in the line during use. The following information was provided by the initial reporter: "whilst I was on leave there has been a similar incident " "giving set found to have a small tear in the line near to the orange clip that inserts into the pump. No injury."